Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for unknown indications for use it was reported that the patient works at cern (the european organization for nuclear research, also known as the european laboratory for particle physics and commonly referred to by the acronym cern, is the world's largest particle physics research centre) in switzerland. The patient returned to work and, as she passed through the cern checkpoints, her ins stopped working. She did not realize this until two days later. When she drives through, the bluetooth connections were interrupted. On (B)(6) 2025 the patient turned her ins back on. Issue was resolved. The rep will retrieve the mdt data on september 19th. No surgical intervention occurred, nor was planned. Additional information received reported that the patient reported this to their safety manager who was asking for electromagnetic field values for the spinal cord stimulation system to see if they could adapt a safe work environment for the patient. The patient was about to go back to work, and wondered if this would happen again. The rep was to see the patient on (B)(6) 2025 to check the ins in addition to retrieving the device data. Further reported that review of the session report and mdt data showed ¿therapy unavailable¿ on (B)(6) 2025 and the patient didn¿t turn the stim back on until (B)(6) 2025. Impedance measurements were in normal range. It was noted that the patient would like to play golf and wanted to know if that was possible.

Manufacturer narrative:
H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." H.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Regarding cause, it was stated that after analysis of the medtronic data, it turns out that it was a false manipulation of the patient when manipulating the remote control. They had stopped their stimulation by mistake. Information on how to handle the restored remote control was given, and the issue resolved. Information confirmed with the physician / account. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***